Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set tubing leak event on (B)(6)2024. The glucose level was high (specific value unknown) and the patient was treated with correction bolus via pump. No further information available